Manufacturer narrative:
Suspect inserter (B)(4) capstone and clydesdale was returned and evaluated. As reported, the weld has broken where the shaft meets the knob. As a result, the shaft is loose and easily separated from the knob. There are many impact marks on the top side of the knob. The hardware investigation found that the reported event was related to a hardware issue. This issue has been documented in a medtronic navigation hardware anomaly tracking/trending database.

Manufacturer narrative:
Patient information was not made available from the site. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. On 07/07/2016 a medtronic representative, following-up at the site, reported the proximal thick part of the lead screw was unsealed from the long thin distal rod on their capstone and clydesdale inserter. Hide section - system information. Return requested for suspect capstone and clydesdale inserter. No parts have been received by manufacturer for analysis. Capstone and clydesdale inserter replaced. No further issues have been reported.

Event description:
A site representative reported that, while in a spine procedure, the site's tliif / dlif inserter: lead screw was found to be unsealed. The site did not have a second instrument to use instead. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.